Manufacturer narrative:
After further review of additional information received the following sections d4, g4, g7 and h2 have been updated accordingly. Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately thirty months postop the initial right tka, the (B)(6) y/o female patient complained knee swelling and pain, the surgeon diagnosed the wear of the tibial insert, then revision surgery for the replacement of the tibial insert was performed. Breakage and wear were observed in the retrieved tibial insert. Removing all proliferative issues, the insert was replaced to new one. The surgeon judged that there is no problem with the stability of the tibial tray and the locking mechanism of the tibial tray for tibial insert fixation, the insert was replaced to 9mm thickness of size 1 cr neural tibial insert.

Manufacturer narrative:
The evaluation noted that revision reported was likely the result of prosthesis wear due to a combination of third body wear, rotational mismatch between the femoral and tibial components, excessive posterior slope of the tibial components, and/or excessive flexion of the femoral component. The most probable root cause associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.